Event description:
A pt came to the rptr wearing the device for magnetic therapy. A friend of the pt suggested that it would improve health and help a cold. The rptr stated that the device and any claims for usage are quackery.